Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Troubleshooting with tandem technical support was performed, and it was determined that insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. The customer was also using cold insulin within the pump supplies, and tandem technical support educated the customer on using room temperature insulin. Reportedly, the customer also mentioned they had occlusion alarms, however, there was no clinical cause of occlusions, and the pump was replaced to resolve the issue. No additional patient or event information was available.